Event description:
It was observed that during the device evaluation, the xenon light source exhibited due to the power switch fallen off, the power cannot be turned on. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation the root cause of the power switch damage could not be identified. Olympus will continue to monitor field performance for this device.